Event description:
The recipient reportedly experienced recurrent infections. The recipient's device was explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was prescribed antibiotics. The recipient's medical issues resolved. The recipient's activation went well. This is the final report.

Manufacturer narrative:
The external visual inspection revealed dents and tool marks on the top and bottom covers and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed damaged antenna coil wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.